Event description:
It was reported that the patient presented to the clinic for a follow-up. It was also reported that the pacemaker exhibited electromagnetic interference (emi), likely caused by the use of a massage gun on the shoulders. The right atrial (ra) and right ventricular (rv) leads were programmed to a bipolar configuration. The patient was in stable condition.